Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 29mm aortic root bioprosthesis, the patient died. The cause of death was reported as "early dilatation of the valve, likely necrosis occurence". It is unknown whether an autopsy was performed.